Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. An alarm log review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The device was found to power on during evaluation; however, an f-38 (malfunction in tube misloading detection circuitry) alarm was identified during the alarm log review and functional testing. The cause of the f-38 alarm was determined to be out of calibration force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not power on. This occurred before use. There was no patient involvement. No additional information is available.